Manufacturer narrative:
(B)(4). Correction to describe event or problem. The other four perclose proglide devices referenced is being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) will be added for use of the 20 fr sheath, per instructions for use, under indications for use: the perclose proglide 6 f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5 fr to 8 fr sheaths. (B)(6). The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful using five proglide devices in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. A 20 f procedural sheath was used. Reportedly, after successfully deploying the sutures and achieving hemostasis, the suture trimmer would not cut the suture. Scissors were used to cut the sutures. Upon re-entry of the guide wire on the fifth proglide device, after initial deployment the guide wire gets stuck, sometimes coils to a spring like shape and will not advance. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Event description:
It was reported that suture placement was successful using five proglide devices in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. A 20f procedural sheath was used. Reportedly, after successfully deploying the sutures and achieving hemostasis, the suture trimmer would not cut the suture. Scissors were used to cut the sutures. Upon re-entry of the guide wire, after initial deployment the guide wire gets stuck, sometimes coils to a spring like shape and will not advance. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.